Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported that during the procedure the physician felt that the deflection mechanism snapped. The lasso navigational variable eco catheter remained in a relaxed state and could not be deflected. The catheter was replaced and the procedure was completed with no further issue. There was no patient injury reported. The initial reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted electrode ring #10 was sharp on the proximal side. Also, the spine cover was wrinkled. Further information was requested in regards to the received catheter condition. The physician did not have recollection of any difficulty in removing the catheter from the patient. It was confirmed that there was no patient consequence. This returned catheter condition was not noted. The white 8.5f st. Jude sl1 was used. Per the returned catheter condition of the electrode ring #10 being sharp on the proximal side is indicative of a reportable event marking (B)(6) 2014 as the awareness date.

Manufacturer narrative:
(B)(4) it was reported that during the procedure the physician felt that the deflection mechanism snapped. The lasso navigational variable eco catheter remained in a relaxed state and could not be deflected. The catheter was replaced and the procedure was completed with no further issue. There was no patient injury reported. Upon receipt, the catheter was visually inspected and the spine cover was wrinkled close to electrode ring 10. In addition, electrode ring 10 was damaged. This last condition was not originally reported on the complaint. It is unknown how the ring was damaged. An internal corrective action has been opened to address this issue. Catheter ods were measured and device was within specifications. Then per the reported event, the deflection and contraction tests were performed. The catheter failed deflection. The catheter was dissected and it was noticed that the t bar was detached from the puller wire. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage rings from leaving the facility. The reported customer complaint has been verified. For the damaged electrode ring, as previously stated, an internal corrective action has been opened to address this issue.